Manufacturer narrative:
(B)(4). The device was returned for evaluation. Device analysis revealed a damage was observed in the lap joint area in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked form the lap joint when it was flushed. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. An opticross imaging catheter was selected for use. During the procedure, it was noticed that lost image occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported. However, device analysis revealed a damage was observed in the lap joint area in the sheath assembly.